Event description:
It was reported that the pt's pump dispensed incorrectly. At the refill, the pump contained 40 ml of baclofen but was expected to be empty. The pt did not experience underdosage symptoms as the pt had not received baclofen since implant. An x-ray did not reveal any evident kinking of the catheter. The health care provider was able to aspirate drug from the catheter port and did not find any resistance. The device was explanted and replaced. During explant, the physician noticed a 90 degree kink at the level of the connection; it was uncertain if the kinking was the cause of the event. Pt's status was reported to be no injury.

Manufacturer narrative:
(B)(4)